Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens. Postoperatively, the patient presented with asymmetrical lens vaulting. Lens repositioning is planned. Additional information has been requested.